Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that per patient, the ins is not working. The patient reported that it has not been working in over a year. It was recommended that they follow up with their managing healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Note that the codes have been updated to reflect the new information. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that the system was not working because they turned it off. It had never been of any help to them with their leaking problem. They planned to leave it turned off, and if possible to have it removed. No device issue alleged / identified. No further patient symptoms or complications were reported. *** MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event ***